Event description:
Reporter indicated that the patient was taken to the hospital following a seizure in which the patient hit their head. The patient later died of a sub arachnoid hemorrhage. All attempts for further information, including the relationship of vns therapy to the event have been unsuccessful to date. Thus, the relationship between vns therapy and the patient's death cannot be determined.